Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data synchronization was initiated upon login into the med app, after which the device went to an unknown status. The field service engineer (fse) identified a delay caused by a lack of software access related to a server upgrade issue. The device was reimaged to version 1.11.1. A product support engineer (pse) consultation was submitted for further assistance. The issue was resolved by the product support engineer using the knowledge article medstation es 1.7.x cannot complete full sync deadlineexceeded. The system functioned as intended after the product support engineer and field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the data synchronization was initiated upon login into the med app, after which the device went to an unknown status. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.